Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. There was no evidence of a performance issue that would have caused or contributed to the noted rise in ra pace impedance. If new information were to become available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, there were additional comments added to the analysis, in addition to the initial analysis findings, as follows: there are no indications that the ra lead was not fully inserted into the header. There is no damage or cross threading of the ra setscrew. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted as a result of concern that there may be a header issue with the device. Initially, the physician had re-opened the device pocket to determine if a setscrew issue could have been the reason for the increase in right atrial (ra) pace impedance measurement from 500 to 1400 ohms. No setscrew issue existed as the physician found the setscrews were tight and the lead well-seated. Pacing system analyzer (psa) measurements were normal. However, the physician determined to explant the device regardless. There were no reported adverse patient symptoms reported beyond the surgical intervention that was performed.